Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We got informed today about a revision surgery that took place march 3, because of implant failure. Primary surgery was about 3 years ago, multilevel fusion. Revision now had to be done because the rods broke at th11/12. During the revision surgery, universal connectors were used for placing a third rod, parallel to the construct. At one of the connectors, the innie screw failed /the threads of the innie screw disconnected from the body. Implants were not picked up yet, but will be made available for examination.

Manufacturer narrative:
(B)(4). The 480mm rod (product code: 1797-62-480, lot number: bdgl3se) was returned to the customer quality unit (cqu). The 480mm rod was returned in two separate pieces. Two of the faces of the rod were jagged, appearing to have broken. The rod was subsequently submitted for fracture analysis. Optical images of rod fracture surface show a probable fracture initiation site visible on each surface. Propagating out from these arcs are evident fatigue striations/progression lines that terminate in a depression on surface a and a peak on surface b oriented 180° from the initiation site. These characteristics are indicative of fatigue fracture and imply that the fracture first propagated and then full failure/breakage (peak and depression) took place presumably when the strength of the remaining region did not have the strength to bear the load. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the rod breaking postoperatively cannot be determined from the samples and the information provided. The results from fracture analysis have determined that a probable root cause may be fatigue failure due to heavy loads placed on the rod over an extended period of time. It has been noted that this rod was implanted approximately 3 years prior to the incident. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.